Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level around 460 mg/dl and a sensor glucose level around 50 mg/dl. Customer reported that the threshold suspend limit was set at 70 mg/dl. Blood glucose level at the time of the call was 484 mg/dl. The insulin pump was not replaced or returned for analysis.